Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k hemodialysis machine that gave off a burning smell and a flow inlet error in rinse mode. Upon follow up with the user facility biomedical technician, it was confirmed that the outside of the deaeration motor was visibly burned. The biomed confirmed the burning smell and advised there was no visible smoke, spark, flame, or arcing when the issue occurred. The biomed confirmed the burning smell was noticed when the machine was being cleaned after a patient treatment. It was confirmed there were no other parts with visible burn or heat damage. The biomed confirmed the machine has 29,775 hours of use, and confirmed the deaeration motor was the original part on the machine. It was confirmed the machine had not had past problems failing the electrical leakage test, and confirmed the machine was plugged into a hospital grade gfci outlet. It was confirmed the biomed replaced the deaeration motor, and was waiting on a replacement actuator board to return the machine to service. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction: the become aware date on the initial MDR should have been (B)(4) 2019. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.